Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. In addition, customer's blood glucose (bg) level was 45 mg/dl. Reportedly, the customer miscalculated the amount of carbohydrates consumed, and exercised. Customer addressed low bg levels with sugar. Customer continued to use the pump for insulin therapy.